Manufacturer narrative:
The pod arrived not deployed, generating an 0x10 alarm during priming, indicating reset due to sawcop expiration. A pod is not expected to establish connection with a sensor until both priming phases have been complete and the pod begins normal operation. The 0x10 alarm during priming prevented the device from completing both priming sequences, indicating that the device was not intended to pair with a sensor in the time leading up to the generation of the alarm. The 0x10 alarm during priming is confirmed as the root cause of the reported needle mechanism failure and ultimately prevented the pod from completing activation and pairing with a sensor. No problems were found that would contribute to the 0x10 alarm, the cause of which could not be determined.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed and activated. No blood glucose levels were reported.